Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to hall sensors being out of tolerance and contamination.

Manufacturer narrative:
The device was repaired but not returned to the customer, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator powered off by itself. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. A "service required" code was observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.